Event description:
It was reported that the customer found paper residue around the surgical area. She quickly checked the gauze to find the second layer was not cotton, but paper.

Manufacturer narrative:
It was reported that the customer found paper residue around the surgical area. She quickly checked the gauze to find the second layer was not cotton, but paper. There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.